Manufacturer narrative:
The customer was sent a replacement wash buffer reservoir fitting.the bec internal identifer for this event is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that while moving their access 2 immunoassay system, they damaged the wash buffer reservoir fitting and that resulted in the spill of some wash buffer.no injury or exposure was reported and medical attention was not sought.